Manufacturer narrative:
As reported, thirteen days post implant of bard soft mesh, the patient presented with a superficial surgical site bacterial infection and underwent additional surgery with mesh explant. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative infection. Infection is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use supplied with the device as a possible complication, additionally the warning section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units released for distribution in (B)(6) 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an umbilical hernia repair procedure on (B)(6) 2023, the patient was implanted with bard soft mesh. It was reported that the patient developed a superficial surgical site infection with staphylococcus aureus on (B)(6) 2024 thereby, underwent surgery for incision and drainage, debridement, removal of mesh and treated with IV vancomycin. Patient was discharged with wet to dry dressing changes.